Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon evaluation the electrode belt cable was found to have internal wire damage within the c and d assembly. The cause for the internal damage cannot be positively determined. Upon further evaluation the electrode belt connector was found to be damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damage cable and connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient contacted zoll customer support to report that he is receiving constant alarms for the electrodes not making contact with his body. The patient was provided with a replacement electrode belt.